Manufacturer narrative:
MDR 1318360-2023-00010_f10050_s.82175_s014981535_syringe ejection is being filed for patient#1 and pump lot s.82175/serial: (B)(6). MDR 1318360-2023-00011_f10050_s.82831_s017346887_syringe ejection is being filed for patient#2 and pump lot s.82831/serial: (B)(6). MDR 1318360-2023-00012_f10050_s.82175_s014981497_syringe ejection is being filed for patient#3 and pump lot s.82175/serial: (B)(6). A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report on 27-sep-2023 stating "during infusion, the syringe ejects forward out of the pump." The report listed 3 separate freedom 60 pumps. A good faith effort was sent to the initial reporter on 28-sep-2023 for additional information. A response was received stating 3 separate patients were involved. The same failure occurred for all 3 patients. The pumps were taken out of service when the events occurred. Exact dates of occurrence were not known, however all occurred in 2023. The patients did not experience any adverse events. An RMA was initiated for return of the pumps to koru for evaluation. The koru medical science liaison contacted the initial reporter and provided guidance and the instructions for use which outlines how to properly load syringes in the pump. The initial reporter stated the information would be forwarded to the infusion nurses. The pump listed in this report was received by koru on 04-oct-2023. Evaluation findings included: pump not winding, and housing top cracked (nose). Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.